Event description:
Customer reports three incidents of blood leaks occurring in 2001 at the onset of pt treatments. Use numbers ranged from a new dialyzer to a dialyzer with a reuse number of 5. All the leaks were noted by blood leak alarms and confirmed with hemastix. Treatments were continued with new dialyzers and new bloodlines without incident. No pt injuries or medical interventions were reported.